Event description:
Physician could not cauterize tissue through the laparoscope. Only one instrument would allow physician to cauterize. The cords & electrosurgical unit were all changed to no avail. At the time the physician was attempting to use an disect cautery instrument (grasper) mfg by another co. The problem prolonged the case approx 1/2 hr, however the pt made an uneventful recovery.